Event description:
Patient's wife reported problems with patient's cadd ms3 pump when she was trying to set it up today. The push rod was down and she couldn't get it to come up. We were able to resolve this over the phone but she could not get the pump to run (no errors) and the programming was incorrect (date was (B)(6) 2001 and time was 12:24 am - both wrong). Advised pharmacy will send replacement pump and box to return malfunctioning pump. No clinical injury reported - patient was still infusing on his working pump. Patient was not using the malfunctioning pump yet. (B)(4).